Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra operative there was an issue found with the screw on the implantable pulse generator (ipg). The ipg was replaced. No patient complications have been reported as a result of this event.